Event description:
Hospital biomedical staff report they have 2 hard paddle sets that have lost the adult paddle plate. The reporter stated the devices are used as transport devices and the staff carry only the hard paddle sets to use in an emergency.